Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. Triclip xtw (lot: 40429r1018) was implanted anterior/septal. After deployment the clip detached from septal leaflet (single leaflet device attachment (slda)). No intervention was performed. There was no tissue damage. The procedure ended with unchanged tr grade 4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unchanged tr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: health effect - clinical code; 4451 updated to 4453.